Event description:
A female pt with a 3 year history of chronic anterior uveitis complicated by glaucoma in one eye. The first ex-press glaucoma shunt (p-50 pl) was placed under the sclera, as recommended in professional labeling. Intraocular pressure (iop) reached 50mmhg after one week. The surgeon placed a second p-50 pl shunt at another site and converted the original site to a trabeculectomy procedure and removed the first shunt. The second shunt was placed under the conjunctiva unintentionally, and closed the gap with a 9-0 suture. After consultation with experts at the company and colleagues, it is recommended that patients with uncontrolled inflammatory glaucoma should be treated with the p-200 model which has a larger lumen.

Manufacturer narrative:
Device was implanted in accordance with labeled instructions. After one week, the iop increased and the device was explanted. A new dance (same model) was implanted in another location, however, it was inadvertently placed under the conjunctiva and closed with a 9-0 suture. Further consultation with company experts and colleagues, recommendations were made to have implanted a p-200 model with a larger lumen in cases where inflammatory uncontrolled glaucoma were present. The device used was determined not to be at fault since the recommended device model was not implanted in this case. The physician was trained in the use of the correct model for this type case. The case resolved with the correct intervention.